Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed critical pump error. Customer's blood glucose was 154 mg/dl at the time of the incident. The insulin pump was exposed to moisture leading up to the issue. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit power up properly after battery installation. No critical pump error noted. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with high sleep current due to corroded electronic assembly. The motor found with traces of corrosion. Unit failed leak test, unit leaked at a crack at the back of the case. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with faded serial number label. Unit was received with minor scratched display window, case and keypad overlay.